Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced cloudy effluent, abdominal pain, and vomiting and was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis, an effluent culture was performed, and the patient began remedial therapy with ceftazidime (unknown dosage, intraperitoneally (ip) and vancomycin (unknown dosage ip). The culture results revealed (B)(6). On (B)(6) 2010, the patient recovered from the peritonitis and vomiting, remedial therapy was stopped, and the patient was discharged from the hospital. It was not reported if the patient was retrained for the break in aseptic technique. Pd therapy was ongoing; dose unchanged. Concomitant medications were not reported. The nurse believed it was unlikely the peritonitis was due to pd therapy and stated it was probably related to break in aseptic technique. The nurse did not provide an assessment of causality for the vomiting and break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.